Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/7/2026 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 pending evaluation of returned device additional information was requested ,the following was obtained: product code: (2) strap25 product lot/batch: 103hv9 ; 107jmt 1. Could you please clarify if wrong device belongs to this complaint? 2. If not, could you please clarify if the wrong received product belongs to a different complaint? If so, can you please provide the complaint number. 3. If the device was not reported before, please provide more details of device malfunction. 4. If the product doesn¿t belong to any complaint, please let us know so we can discard it or advise if the product is required to be returned. They may have put the faulty device in the packaging of the new device they opened. The device that was given to me and then sent, was the device they specified did not operate as expected a device has been received, however it has not yet been evaluated. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. The following information was reported: ¿ was the product being used in a clinical trial? No ¿ did the event happen during a procedure? Yes ¿ were you in the procedure at the time of the event? No ¿ event outcome/how was it managed? They were able to open a new device and complete procedure ¿ was there any consequence to the patient due to the event? No ¿ has the reporter facility indicated there may be legal action? No

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2026 and absorbable straps were used. After trying to apply the secure strap tacks, the tacks were not able to secure the mesh, they opened another securestrap and the device operated as intended. They were able to open a new device and complete procedure. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 4/21/2026 corrected information: b1, h1 - additional information was received that this event no longer meets malfunction reporting criteria. This medwatch report is no longer reportable. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.